Event description:
This patient with aied (autoimmune inner ear disease) s/p right singular neurectomy met audiometric criteria for cochlear implantation. Cochlear implantation using the nucleus ci512 device with contour advance electrode was performed 3 years ago. Device with serial number was implanted at that operation. He recently began to suffer intermittent loss of hearing benefit and increasing power requirements, signs of an impending hard failure.